Manufacturer narrative:
Medical device: c6tr01 crtp implanted: (B)(6) 2015.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and loss of capture. The lv lead was inactivated. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.